Manufacturer narrative:
This report will be further updated following return and completion of laboratory analysis.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended and later completed. The explanted device is intended to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended and later completed. The explanted device was later returned for analysis. No resulting adverse patient effects were reported.